Manufacturer narrative:
H10. H3, h6: the reported 2.4x381mm drill tip passing pin, used in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the pin shed during use. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: drilling over a bent passing pin. Bending of the passing pin during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The composition of the instrument is not considered implantable. Without supporting clinical/medical documents and the return of the instrument, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. In conclusion, the root cause for the pin passing drill to flake and shed metal debris cannot be definitively concluded. Factors that could have contributed to the reported event include: drilling over a bent passing pin. Bending of the passing pin during placement. Procedural error cannot be ruled out without the device returned.

Event description:
It was reported that during an acl surgery while using the pin passing drill, a quite significant amount of metal debris was generated. A mechanical shaver was used to remove the particles from the knee joint. The procedure was completed with the same device with no delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.